Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported slda was related to challenging patient anatomy. The reported mitral regurgitation was a cascading events of the slda. Mr is listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr), short, restrictive and thin posterior leaflet, thick anterior leaflet for a mitraclip procedure. During the procedure, one mitraclip was deployed successfully. Post removal of steerable guide catheter(sgc), a single leaflet device attachment occurred from posterior leaflet. The mr remained unchanged post procedure. There was no clinically significant delay.